Manufacturer narrative:
Two used company iii (d) cartridges were returned labeled for two files. There is no way to determine which cartridge goes to which file. The cartridges were numbered 1-2 for evaluation purposes. Both returned used company iii (d) cartridges were microscopically examined. The first cartridge did not have any damage. The second used company iii (d) cartridge did not exhibit adequate viscoelastic. This cartridge had heavy stress and an aneurysm on the left side of the tip. Both cartridges had evidence of placement into a handpiece. Top coat dye stain testing was conducted with acceptable results. A photo was provided of an implanted single-piece toric lens. A mark was observed near the center of the optic, perpendicular to the travel path. Damage of this nature can be caused by a plunger override. No other determination can be made from the provided photo. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported lens damage may be related to a failure to follow the instructions for use (IFU). Based on review of the provided photo, the damage was perpendicular to the fold/travel path. Damage of this type can be caused by a plunger override. Both cartridges were top coat dye stain tested with acceptable results. One cartridge exhibited inadequate viscoelastic. This cartridge tip had heavy stress and an aneurysm. This type of damage may occur if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The company cartridge IFU instructs to completely fill the cartridge with ophthalmic viscoelastic device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The company handpiece IFU instructs: important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. Verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The intraocular lens (iol) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, it was noted that the a crack of approximately 2.0 mm appeared near the center of the optic of the iol. The surgery was completed as it was without product replacement, and there was no effect on the postoperative visual acuity. There was no abnormality in the injector plunger, and the setting method has not changed from before, so the physician suspects a problem with the cartridge. The iol was left in the patient's eye. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo was provided of an implanted single-piece toric lens. A mark was observed near the center of the optic, perpendicular to the travel path. Damage of this nature can be caused by a plunger override. No determination can be made from the provided photo. The manufacturer internal reference number is: (B)(4).